Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at the 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip was being applied then the device would not unlock from the tissue for a few seconds. The surgeon tried several minutes to release and the device finally opened. There was no tissue damage reported. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.